Event description:
Patient later reported "thickened capsule is noticed on the left. No evidence of silicon leakage, no malignity suspected. Several small lymph nodes can be noticed in the armpit and the mammaria-interna. The liquid accumulation on the left side"

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as unidentified (tear) opening. Shell thickness was within specification). Lymphadenopathy : unable to observe since it is a medical event and is not related to the device. Seroma-late : unable to observe since it is a medical event and is not related to the device. Pain : unable to observe since it is a medical event and is not related to the device. Additional observation: no further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The events of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported "thickened capsule is noticed on the left. No evidence of silicon leakage, no malignity suspected. Several small lymph nodes can be noticed in the armpit and the mammaria-interna. The liquid accumulation on the left side"

Event description:
Patient reported unknown side rupture. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.